Manufacturer narrative:
The customer reported that after a patient disconnect the art line the monitor did not alarm pressure disconnect immediately. The users reported that the pressure did not drop below 10 mm/hg, consistent with blockage in the art line and with no monitor-related malfunction. Philips is in the process of obtaining additional information regarding this event and the complaint remains under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that after a patient disconnect the art line, the monitor did not alarm pressure disconnect immediately.